Manufacturer narrative:
(H3, h6): manufacturing representative went to the site to test the system, system would not open at end of procedure. Rep spoke with a mdt employee about aligning the door and gantry to the system over the phone. Upon arriving rep invalidated home. Returned the system to the customer as working as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that they were unable to open the gantry and they had to do so manually. There was no patient present.